Event description:
Part 300.003.0501sd ltm 64 plus - new 64 channel ltm headbox, needs jack box: loss of synchronization between four sd ltm 64 plus amplifiers during an seeg procedure. When the patient was reconnected, data acquisition stopped. The amplifiers were restarted using the "switch off" option in the menu.following this incident, a delay of approximately 2 seconds between the first two amplifiers (blue cable) and the last two (yellow cable) was observed. No injuries.

Manufacturer narrative:
Initial report ref. To natus complaint(B)(4) - ((B)(6). The investigation regarding this incident is ongoing. Work order number: (B)(4) was created for escalation to field service. Per work order - retrieval of logs, as well as exam and video files. Review of the files and logs is ongoing.related amplifiers:1. (B)(4).2. (B)(4). 3. (B)(4).4. (B)(4). Related software:sw evolution.